Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulties in interrogating patient's generator due to multiple errors received due to a suspected usb serial cable issue. The patient's device was finally able to be interrogated but a replacement cable was requested due to difficulty experienced. The reported issue was also resolved with the new cable. The suspect serial cable was received on 03/23/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation of mechanical problem with the serial cable was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. (B)(4) has been created to address this issue.